Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: there is a "strange bubble on the side of the tube just under the cap. This was detected after blood sampling."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: there is a "strange bubble on the side of the tube just under the cap. This was detected after blood sampling."